Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the cause for the reported cancelled procedure was due to an abnormal function in the interface board. The upper assembly was replaced to resolve the issue.

Manufacturer narrative:
Corrected information: event problem and evaluation codes.

Event description:
During preparation the neurotherm generator would not startup. The issue was not resolved and the procedure was cancelled.